Event description:
Customer reported that he had high blood glucose and stated that the drive support cap is sticking out on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump received with a cracked case display window corner.